Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to turn the insulin pump on. The customer reported that the insulin pump would not turn on after inserting new batteries. The customer's blood glucose was unknown at the time of incident. The customer stated that they reverted to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly and blank display noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and minor scratches on the display window.